Manufacturer narrative:
(B)(4).

Event description:
New information indicated that during right ventricular lead revision, insulation damage was noted on the right atrial lead. The atrial lead was performing well and remained implanted. There were no adverse consequences and the patient was well post procedure

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced lightheadedness. Device interrogation revealed that the atrial lead exhibited noise. The noise could not be reproduced in the clinic. No intervention was performed at that time.